Manufacturer narrative:
All of the buttons on the insulin pump functioned properly. However, corrosion was found on the keypad traces. No button error alarm and no ramping numbers noted during testing. The device had cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, minor scratches on the display window, and stained end cap sticker noted. (B)(4).

Event description:
The customer reported via phone call, the number on the insulin pump kept ramping when she was attempting to enter program a bolus. She removed the batter, than turned the device back on and it alarmed button error. Her blood glucose was 113 mg/dl. She didn't recall any significant event which may have caused the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.